Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient advised the silicone foley catheters they sent were all having a very miniscule hole in them down the side of the tube just above where you attach the catheter bag. They advised that it was already their 3rd one of the 4 they sent out due to the leaking.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "lack of training or scrap containers missing leading the operators to place scraped near to the accepted parts." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: f, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient advised the silicone foley catheters they sent were all having a very miniscule hole in them down the side of the tube just above where you attach the catheter bag. They advised that it was already their 3rd one of the 4 they sent out due to the leaking.